Event description:
It was reported that during the implant procedure, the helix of right atrial (ra) lead was not extended properly. It was noted that the ra lead exhibited failure to capture and the high pacing impedance. The ra lead was replaced and the procedure continued with the new lead. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.